Event description:
Complainant alleged that the clinicians were performing a cardioversion on a female pt (age unk), but that when they discharged the device for a second time, the screen display blanked out and only reappeared after a long period of time had elapsed. The device was in battery mode at the time the reported malfunction occurred. The clinicians were able to obtain another device to treat the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.